Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was damaged. The customer¿s blood glucose level was 298 mg/dl at the time of incident. Customer stated that the it makes hard to see the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).